Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that interrogation of the device showed that the svc impedance of the right ventricular (rv) lead measured high. Technical services suggested that non-invasive testing be done. Further follow up indicated that the svc coil had been turned off. There was no further intervention, or reprogramming performed. The patient is "doing well." There were no reported patient complications as a result of this event.

Manufacturer narrative:
Evaluation summary: the actual device was not received for analysis; however, performance data was received from the device. Analysis found a lead impedance out of range alert, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. (B)(4).

Event description:
It was reported that interrogation of the device showed that the svc impedance of the right ventricular (rv) lead measured high and was varying. Technical services suggested that non-invasive testing be done. Further follow up did not yet yield any additional information. There were no reported patient complications as a result of this event.